Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24370) leaked at the heat exchanger. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Patient specifics are unknown. Date of event is unknown. Lot and expiration date are unknown. Manufacturer date is unknown. Product has not been returned to 3m¿ for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.